Event description:
A patient reported experiencing inaccurate low results with a one touch basic meter. In 2001, patient reported blood glucose readings of 110 and 134 mg/dl, it is unclear whether those are from the patient's meter or the hospital. Patient reported the readings caused pt to go to the hospital. Patient had symptoms of dizzy and weakness. Patient was treated with insulin and pills. No further information has been reported.